Manufacturer narrative:
Event date unknown. PMA/510k: 1 unknown 412.xxx: ti locking screw 2.4mm /unknown lot. Part and lot number are unknown. Implant date is unknown. Explant date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date of concomitant device is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported device was used to the distal radius. During the tcp removal surgery on unknown date, one locking screw 2.4mm (412.xxx) was broken below the screw head. The surgeon also stated that the surgeon conducted the procedure as it said exactly in the manual. No broken piece was left in the patient. No adverse consequence to the patient was reported. No information available regarding reason for the tcp removal. Concomitant device: 1x unk plate. The report is for 1 unknown 412.xxx: ti locking screw 2.4mm/ unknown lot. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing evaluation was completed. One screw was received with broken head. All the relevant features were measured according to the relevant drawing and have passed their specifications. The check of the material certificate was not possible because of missing lot number. This complaint is rated as confirmed since the screw was broken as claimed by the customer. However, from the manufacturing point of view this complaint was rated as not valid because the relevant dimensions were measured and all have passed the specifications. Based on the provided information and afterwards it is not possible to determine the exact cause of this breakage. The condition of the screw and the usage signs, indicates that a mechanical overloading situation during screw removal could be the reason for the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) catalog number, UDI: (B)(4). Expiration unknown (10) lot number unknown. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.